Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va11y1t, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient had a lack of efficacy. The patient¿s lead was explanted on (B)(6) 2016. The patient had an unsuccessful revision. The hcp placed the lead in s4 and the patient complained of a lack of efficacy. The hcp revised the lead and placed a bilateral lead and implantable neurostimulator (ins). The hcp used the existing ins, but removed and discarded the prior lead. The leads were now placed in s3 and this was confirmed with fluoroscopy. The issue was resolved and the patient was alive with no injury. The patient further decided to have the device removed. The patient had lung cancer and was not open to reprogramming. The patient was not willing to do anything with the device to help efficacy and the discomfort they felt regardless if the device was on or off. The patient had discomfort in the upper portion of the right leg. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va11y1t, implanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's lead was implanted in the wrong location, leading them to have the other system implanted in (B)(6) 2016. They thought the lead was implanted in the wrong location because they could feel the stimulation, but in the wrong location. They noted that this was the case since they were implanted with that system. They also were only able to get the slightest therapeutic effect while using one program, and that was only if they had the stimulation turned up to the point of causing pain and discomfort. The pain and discomfort would improve when stimulation was lowered, but then they would get no relief from their symptoms. They further stated that their hcp would not let them see a manufacturer representative (rep) to help with programming or diagnostics, but, when the hcp was away, they saw a lady who told the patient that the lead was in the wrong place. Their hcp also told them that the lead was placed incorrectly. The patient was trying to determine if the new system was required due to a device issue or because the lead was implanted in the wrong location. They stated that they had two inss implanted and had their new system implanted to provide therapeutic effect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.